Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 455cc mentor memorygel breast implant, catalog # 3545455, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a 455cc mentor memorygel breast implant and experienced postoperative left-sided rupture, confirmed by a physician. As a result, the patient underwent removal and replacement with 400cc mentor memorygel breast implant, catalog # 3504004bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During visual analysis of the sample was found rupture. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-jan-2020, mentor became aware that the patient also experienced postoperative bilateral pseudoptosis. This medwatch report is for the left-sided implant. Refer to manufacturer report number 1645337-2020-01262 for report on the contralateral device. Manufacturer¿s reference number: (B)(4).